Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The top case assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.